Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the femoral implant the red side dial tensioner broke off and fell on the floor and was retrieved. No adverse event occurred to the patient. The femoral component was impacted all the way down and did not increase the surgery time.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.